Manufacturer narrative:
The returned device analysis was unable to test the reported clip opening. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated, a cause for the reported clip opening cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle and when locked during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was placed at location of a flail a2/p2 but significant medial mr jet remained. A second cds was advanced and the clip was positioned at a3/p3. Upon pre-deployment the second clip remained closed during first establishing final arm angle (efaa) test. However, after lock line removal, the second clip opened when efaa a second time. A third attempt efaa was made, and the clip remained closed; however, during last deployment step the second clip opened 30-40 degrees. The leaflets remained fully inserted, and the clip was implanted, mr increased slightly. There were no further clips placed due to the mean pressure gradient. Two clips implanted, reducing mr to 2. The mean pressure gradient was 3 mmhg. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.